Manufacturer narrative:
The technician replaced the transformer to repair the bed.

Event description:
Information received indicates when the unit is plugged in, no functions would work, no air, no lights and the bed would alarm no codes. When unplugged, the lights would come on the siderail but would go off after two minutes.